Event description:
(B)(4). It was reported that post percutaneous coronary intervention, patient experienced myocardial infarction. In (B)(6) 2013, the patient presented due to stable angina and was referred for cardiac catheterization. Coronary angiography revealed: 80% proximal stenosis, 50% mid stenosis was located in the right coronary artery (rca). The index procedure was performed immediately. The target lesion was a de novo lesion located in the proximal rca with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. It was treated with pre-dilatation and placement of a 3.00 mm x 20 mm pe plus stent. Following post dilatation, residual stenosis was 0%. One day post index procedure, elevated troponin value was observed and an event of myocardial infarction was reported. No action was taken to treat this event and it was considered as resolved. Two days post procedure, patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that worsening thrombocytopenia occurred and not myocardial infarction as previously reported. Post procedure, the patient was doing well and was only kept in the hospital for complete blood count monitoring due to the condition.